Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient coded on (B)(6) 2020 has had pain since. The patient felt like the neurostimulator (ins) was 'not working' because he is in so much pain. After inquiring, the pain seems to have originated when the patient coded and was defib-ed. The hcp checked the ins with caller and battery of the controller and ins is 80%. It was not confirmed if the ins was on/off but had the nurse turn the ins on during the call